Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected tsh results were obtained from two different samples from the same patient when tested using vitros immunodiagnostics products tsh reagent lot 7360 in combination with a vitros xt 7600 integrated system. The results were considered discordant when compared to a non-vitros abbott method. Patient 1 vitros tsh results of 27.5 miu/l and 41.2 miu/l (hypothyroid) vs. The expected results of 1.02 miu/l (assumed euthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The patient is a known hypothyroid patient with additional medical issues and takes several medications. Long-term levothyroxine treatment requires close monitoring and dose adjustments due to other diseases or medications. Therefore, it is possible that the patient's conditions and medications contributed to the higher-than-expected vitros tsh results, although this cannot be confirmed. The higher-than-expected vitros tsh results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained from two different samples from the same patient when tested using vitros immunodiagnostics products tsh reagent lot 7360 in combination with a vitros xt 7600 integrated system. The results were considered discordant when compared to a non-vitros abbott method. A definitive cause for the higher than expected patient sample results could not be determined. Based on historical qc results, a vitros tsh lot 7360 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh, lots 7360. There is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, as diagnostic within run precision testing was not performed on the instrument, an instrument issue cannot be completely ruled out as contributing to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The patient was reported to be on 14 different medications including levothyroxine. As per the vitros tsh IFU, limitations of the procedure, other limitations section: certain drugs and clinical conditions are known to alter tsh concentrations in vivo. Thyroid hormone autoantibodies in samples may cause interference with this test. Results which are inconsistent with clinical observations indicate the need for additional testing. No testing had been conducted to rule out the presence of an interferent in the patient's samples. Therefore, an interferent that affects the vitros tsh method but not the abbott method cannot be ruled out as a contributor to the event.